Manufacturer narrative:
It was reported that the patient was instructed to go to the hospital due to a recall on all the cassettes that the patient had on hand, therefore unable to infuse therapy as the patient had no cassette to switch to. Per the reporter, there were no adverse patient effects. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Email is: (B)(6). Corrected data: see h10

Event description:
It was reported that due to the cassette recall. All cassettes on hand were affected by recall. No patient injury reported.